Manufacturer narrative:
(B)(4). The complainant indicated that the device is disposed of and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was opened during a procedure on (B)(6) 2021. Reportedly, "detachment of device" occurred during preparation of the procedure. The failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the carrier detached outside the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event. Should additional information become available, this event will be reassessed accordingly.